Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device leaking at insertion tube was found. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the cysto-nephro videoscope, the rubber broke off the end parts. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the dislodgement of rubber a may have occurred due to the same causes as other breaks, but it was not possible to determine whether the failure was due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.